Event description:
Because a nurse used a tuberculin syringe and the minim scale to administer insulin, an elderly male pt received 90 units instead of 14. Rptr recommended doing away with the minim scale.